Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was replaced approximately two years after implant due to early battery depletion.